Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-73 alarm (overcurrent to motor) was identified on channel one during the review of the alarm log. The visual inspection showed a disconnection of cn201 and pump head assembly broken. The cause of the f73 alarm was due to damage to the cpu card. The flo-gard infusion pump was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had consecutive unidentified alarm. This occurred before patient use. There was no patient involvement. No additional information is available.